Manufacturer narrative:
(B)(4). We received one used, half filled easypump ii lt 60-30-s without packaging (contaminated with a cytostatic agent). ). The received sample was subjected to a visual exam. Damages were not detected. In as-received condition, the white clamp was closed. The original wing cap was not assigned by the customer, the pt connector was not closed with a stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore, we detected air inside the triangle tube (behind the vent filler) and an air bubble inside the flow restrictor. Moreover, we detected residues of fluid respectively crystallized drug residues inside the lla-cone of the pt connector. . Additionally, the pump was filled with nacl 0.9% up to its nominal volume and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for awhile, the pump worked (solution was running). Leakages were not detected. Furthermore, we tested the flow rate of the received sample. Nominal: 2ml/hr; actual: 2.2ml in 1 hr, 4.2ml in 2 hours, 6.2ml in 3 hours. During the test of the flow rate we did not detect any leaks. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump damaged.